Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that when the patient removed the pod from the infusion site (hip/buttocks) after wearing it between 49 and 71 hours, the patient saw a scar had developed at the site the size of the cannula.